Event description:
Info received indicates that the pump leaked. A pump from another kit was used in its place to finish.

Manufacturer narrative:
Investigation is currently ongoing. When investigation is complete, a f/u with the results will be submitted.